Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg), pacing problem was observed. The clot was noted at the tip of the device outside of the sheath and was unable to redeploy as the delivery system was bent and unresponsive to the required deflection to cross the trans cuspid valve. The device was removed and replaced. No patient complications have been reported as a result of this event.